Event description:
On (B)(4) 2012, customer called to report a clear liquid leak of approximately 4 to 5 cubic centimeters from the right side of the coulter lh750 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found dried, clear precipitate on the front-right of the instrument, as well as signs of an older leak. The area was cleaned and customer ran the instrument without further signs of a leak. An additional medical device report was filed based on this first leak, which was found on (B)(6) 2012. The fse followed up with customer on the following day, (B)(4) 2012, and customer found a clear fluid leak on which this report is based. The tubing going through valve vl41 had rubbed against the mixing chamber, resulting in a pinhole leak. The fse replaced the line to resolve the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak was a pinhole in the tubing through valve vl41.

Manufacturer narrative:
An additional medical device report was filed based on the first leak discovered by customer on (B)(6) 2012. The report was filed as MDR #1061932-2012-00718 (B)(4). Customer has not called back to report any further issues. (B)(4).